Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced a blood glucose up to 25mmol/l related to air bubbles in the cartridge. The reporter stated that when the blood glucose was elevated the patient had symptoms of extreme nausea, extreme headache, and feeling flushed. The reporter stated that the air bubbles had been an issue for 2 to 3 months. Customer support walked the reporter through the proper cartridge filling technique. The reporter indicated that the cartridge was being over-cycled during the filling process and was advised on cycling the cartridge 2-3 times. The reporter stated that they would give that a try and report back with any further issues. There have been no further reported issues at this time. This report is made based on the allegation that the patient experienced hyperglycemia related to a cartridge filling technique issue.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - no product was returned for disposition. A retained cartridge sample from lot # b201837 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.